Event description:
Kphos (medication) 15mmol IV piggy back (pb) ordered. Infusion pump programmed appropriately at 62.5cc/hr @ 13:30. (Confirmed by clin. Eng. And pump's event log). At 15:30, it was noted that entire 250cc bag empty with IV rate and volume on infusion pump remaining as set. Pump settings confirmed by second and third rns. 0.9 normal saline (ns) (500cc) bag hung for observation of pump function. It was then noted that infusion was not occurring at programmed rate. The actual rate was much more rapid than programmed rate. Pump module taken out of service, replaced with properly functioning pump. Pharmacy called regarding possible complications of infusion. Patient's cardiac rhythm and electrolyte status needs to be closely monitored per pharmacy.